Event description:
Neither a pt (nor user facility employee) was involved.

Event description:
A non-ge service engineer was installing a monitor inside the mr room and fell when drill was pulled into the magnet. Their wrist was broken as a result of the fall.